Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed, and no loose or damaged cables were observed. The mcs instrument was placed and driven on an in-house system. The mcs instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly on the mcs instrument. An additional observation not reported by the site was also observed. The mcs instrument was placed on an in-house system, and a cut test was performed. The mcs did not cut cleanly through 0.006" latex. The latex got snagged at the mcs tips. The blade edges were not damaged. While no damage to the blades was observed, the instrument failed a cut test during functional testing and the log review confirmed a failed cut. The probable root cause of the unexpected mcs instrument behavior cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the mcs instrument found no loose or damaged cables and the mcs instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned mcs instrument revealed no issues related to the customer reported event. However, the wearing out/dulling of the instrument blade may be exacerbated by use-related factors such as excessive energy usage.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors began to "live a life of its own". It behaved as if some wire had come loose. When changed to a new pair of scissors, the problem disappeared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the monopolar curved scissors (part# 470179-19 / lot# k11220314 0661) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There was 1 use remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument moved in an unintended manner. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.